Manufacturer narrative:
(B)(4).

Event description:
New information on 9/26/2016 stated that the lead exhibited loss of capture. Chest x-ray was performed and revealed the lead was dislodged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited electrical anomalies. The lead was found to have dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient experienced no adverse consequences.